Event description:
Additional information was received that this patient received a system upgrade and this device and lead were removed from service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the existing right ventricular (rv) lead and this newly implanted implantable cardioverter defibrillator (ICD) exhibited, high, out-of-range (oor) pacing lead impedance measurements greater than 2000 ohms. Additional information was received indicating that the cause of the clinical observation was not conclusively determined. The patient and the physician were both aware that the lead has always had high impedance. At this time, no further intervention will be performed and the patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.